Manufacturer narrative:
As reported by the customer, the returned vial has strip lot 479515 with expiration date 05/31/2019 on the label. Lot 479515 is not a valid lot number for the performa test strips. The investigation determined that the strips had been manufactured by roche with a lot number of 476703 and shipped to argentina. The colors and font on the label on the returned vial are slightly different than the roche produced labels. As the returned product has been tampered with, no further testing was done with that product.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 75 mg/dl (performa) and 40 mg/dl (active). No adverse event reported. Return of the suspect device was requested for evaluation.